Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: during investigation, the pump powered on with vibratory and audible sounds. The ezprime steps sequence was successfully performed. During testing, the pump was exercised for 24 hours with no alarms occurring. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a discolored display. A test display was inserted and operated properly with no visible signs of discoloration. Additionally, evaluation revealed a cracked battery compartment. The history/settings issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging history settings issue. It was reported that the pump is not storing bg data. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.